Event description:
I took the lasik surgery in the end of (B)(6). After 3 months time, I still felt uncomfortable in rooms, dark environment, and nights. The side effects of lasik influenced me a lot. I really hope FDA could stop lasik and all such kind of eye surgery as soon as possible. Nobody should be threatened again.